Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 5, cleaning probes, sample probe 3 drain, and reagent probe 5 drain. The cse ran a quick check, which failed on the photometer. The cse replaced the 293 nm filter and cleaned the drain. The cse noted excessive gel accumulation on the instrument, caused by improper pre analytical handling. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.